Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device passed the displacement test, rewind, basic occlusion test, selftest and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error during basal and prime during the past 24 hours. Blood glucose value was 185 mg/dl. The customer did not have a backup plan and was unable to treat while the alarms were occurring. He experienced high blood glucose and vomiting and was hospitalized on (B)(6) 2015. Blood glucose at the time of admission was 496 mg/dl. He was treated with insulin drip. The insulin pump was replaced and returned for analysis.